Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 30 mg/dl and was hospitalized. The customer indicated that the cause of the low blood glucose was due to issues with the basal rates. Customer was advised to monitor the pump and call back if issues persist as it appears that customer wanted to report incident only.